Event description:
It was reported that following a neuro procedure in the common femoral artery, an angio-seal was selected for use. The pt had active bleeding and a hematoma was discovered. Manual compression was applied. Two days later, the pt was readmitted to the hospital with a hematoma, active bleeding and anemia. No additional information is available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible, since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.